Manufacturer narrative:
Other applicable components are:: product ID: 37092, product type: accessory.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they cannot get the implant to charge. The patient reported that they have not charge the implant in a month and a half and cannot find the implant. The patient reported that they got a reposition antenna screen. The patient could not connect using the patient programmer because they did not have an antenna and the implant was located in the back. It was reported that the patient never had an antenna. The patient reported that the stimulation stopped and they have been trying to connect and recharge since about a month and a half ago. The patient stated that prior to that they recharge about every two weeks. During troubleshooting, the patient got reposition antenna screen. The patient reported that their therapy was not working as expected. Information received from the healthcare professional stated that the manufacturer representative should try to reprogram the patient¿s device since it was ¿not doing anything¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement antenna they received did not fit in their programmer, but they said that wasn't "the issue, anyways." They noted that the reposition antenna screen, loss of stimulation and suspected overdischarge all remained unresolved.